Event description:
Caller reported a minimum fill notification, and there was no adverse impact to the customer¿s blood glucose level. Initially, customer attempted to load a new cartridge but was unsuccessful; the issue persisted even after reloading the same cartridge. Customer followed up because a second cartridge did not resolve the issue, and technical support (cts) noted that the air was not removed from the cartridge. Cts provided cartridge load instructions, and the customer was able to resume insulin delivery.